Manufacturer narrative:
Investigation summary: the device was visually inspected and liquid was observed inside the pebax with no damage observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 4, also, electrical leakage was observed on the dome and ring #2 due to the foreign material in the pebax. A failure analysis was performed and the catheter was dissected on the tip area, the electrical wire was found broken causing the improper electrical signal. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the electrical wire breakage cannot be determined, the root cause of the damage observed on the pebax cannot be determined. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. There was a signal loss on the proximal electrode during the deflection. There was also loss of force value. Another device was used to complete the procedure. There were no patient consequences reported. The signal loss issue was assessed as not reportable as the risk to the patient was low. For the loss of force value, it was also assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation. On june 18, 2018, it was noted that there was liquid inside the pebax. No apparent damage was observed. This issue was assessed as not reportable. If foreign material was found underneath the pebax, however; there was no damage to the pebax integrity, then the potential that it could cause or contribute to a death or serious injury was remote. In this case, no physical damage was found on the integrity of the pebax. After further assessment on june 19, 2018 by the scanning electron microscope (sem) analysis, it showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. The hole on the pebax was assessed as a reportable malfunction. The awareness date for this issue was june 19, 2018.